Event description:
Pump malfunctioned on three different patients. Why does this occur? What is the safest pump to use in the home to deliver pt controlled analgesia (pca3)? Is there a pump that could be used in the home that would have the pca mode only? Pump is very complicated. And should be made simple for pt or clinician to use, especially in a home setting.